Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, which triggered a lead warning, and there may be a potential insulation breach. Due to the potential interaction of the leads, there are several mode switch, premature ventricular contraction (pvc), and premature atrial contraction (pac) episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; product ID 507652 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).